Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: a case report of percutaneous mitraclip implantation in an adult with a double-outlet right ventricle. B2 - date of death was estimated. B3: date of event was estimated. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: date of implant was estimated.

Event description:
The article, ¿a case report of percutaneous mitraclip implantation in an adult with a double-outlet right ventricle¿, was reviewed. The research article presents a case study of a 20 year old male with heterotaxy syndrome, dextrocardia, systolic ventricular failure, double-outlet right ventricle (dorv), atrioventricular valve regurgitation (avvr), unbalanced common atrioventricular canal to the right ventricle, severely hypoplastic left ventricle, total anomalous pulmonary venous return (tapvr) status post-fontan procedure, dyspnea, fatigue, history of pulmonary artery banding, history of left-sided bidirectional glenn procedure, history of tapvr repair, history of right-sided pericardial extracardiac lateral tunnel fontan completion, elevated fontan pressures, fontan-associated liver disease, chronic hypoxic respiratory failure, mild-to-moderate intellectual disability, cleft lip and palate status post repair, bilateral conductive hearing loss, asplenia, and obesity. Initial evaluation, including transthoracic echocardiogram (tte) and tee, demonstrated a common atrioventricular (av) valve with annular dilatation and severe regurgitation, a severely enlarged common atrium, a systemic (right) ventricular ejection fraction of 20%, thickened avv leaflets, dominant anterior and posterior bridging leaflets, smaller dysplastic leaflets in the medial and lateral commissures, excessive leaflet mobility, leaflet prolapse into the atrium, and a wide and torrential medioposterior-directed regurgitant jet involving most of the valve and reaching the pulmonary vein inflows. During the mitraclip procedure the trans-baffle puncture of the fontan tunnel was performed with fluoroscopy and tee guidance. The puncture was directed counterclockwise and positioned just above the mid-point of the valve on fluoroscopy. A non-abbott wire was advanced across the baffle and was used to facilitate the steerable guide catheter (sgc) and dilator into the atrium. Complicating considerations included the presence of an intra-atrial web, a remnant of the intra-atrial septum, and a left-sided fontan baffle. Additionally, the delivery system needed to be mis-keyed at 180 degrees and the sheath had to be inverted so that it flexed to the patient¿s right due to the dextrocardia. The xtw was entered. After a couple of attempts and assessing the clip movement in the anatomy, the leaflets were successfully grasped and anchored. This reduced the regurgitation from torrential to severe. A second xtw clip was prepared and advanced close to and slightly lateral to the first clip to better address the valve regurgitation and anchor the first xtw clip given the high mobility of the leaflets. This further reduced the regurgitation from severe to moderate. After successful delivery of the clips, fontan baffle puncture site closure was considered. However, evaluation with angiography and tee revealed minimal right-to-left shunting by color flow, and the patient maintained stable systemic oxygen saturations at 87%, so it was not performed. Of note, the systemic ventricular ejection fraction remained unchanged at 20%. The patient was discharged home in stable condition. Six days later, the patient was readmitted for worsening dyspnea and systemic oxygen desaturations. Chest radiography was negative. Transthoracic echocardiography (tte) revealed worsening right-to-left shunting through the fontan baffle puncture site by color flow and saline contrast study. This was postulated to be due to a decrease in common atrium pressure post successful mitraclip placement, while the fontan pressure remained constant and elevated. A decision was made to close the fontan baffle puncture site. Unfortunately, induction of anesthesia was complicated by worsening hypoxemia and cardiac arrest with unsuccessful cardiopulmonary resuscitation. Per the physician, after the severe common avvr was repaired, the common atrial pressure dropped, worsening the right-to-left shunt through the fontan puncture site, giving rise to hypoxemia. The article concluded reduction of severe common avvr in fontan patients is technically feasible with trans-catheter mitraclip therapy. Close evaluation of hemodynamics before and after clip placement is necessary to determine volume and shunt changes, which may predict short-term clinical outcomes. The primary and correspondence author is preetham kumar, division of cardiology, department of medicine, university of california, riverside, 900 university ave, riverside, ca 92521, USA with the corresponding email: pk.kumarp.316@gmail.com

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported death, perforation, cardiac arrest, hypoxia, and dyspnea appear to be related to procedural conditions. Death, perforation, cardiac arrest, hypoxia, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B2: death date was estimated d4 - the UDI number is not known as the part and lot numbers were not provided correction h6 - adverse event problem - 1802 was intended to be coded to the initial report (which was filed as a death report). Literature attachment: article title: a case report of percutaneous mitraclip implantation in an adult with a double-outlet right ventricle.